Manufacturer narrative:
B3: approximated. D4: unique identifier (UDI) for lgx preconnect: (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had a couching fit and the reservoir migrated out of place. The ipp was explanted and replaced. There were no additional patient complications reported.